Manufacturer narrative:
(B)(4). As it is not known which device or both contributed to the endoleak, both devices are being investigated. A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak and reoperation.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient with marfan¿s syndrome underwent thoracic endovascular aortic repair of an aneurysm that developed distal to a prior open repair graft. Three gore, gore® tag® thoracic endoprostheses were utilized in the repair. The proximal, distal and overlap zones were ballooned with a coda occlusion balloon. Although there was difficulty advancing wires and catheters due to tortuosity and prior arch repair, the procedure was completed successfully with food flow through the newly implanted endoprostheses. On (B)(6) 2018 the patient exhibited chest pain. A CT revealed an endoleak between the proximally placed device and the middle device. On (B)(6) 2018 a reintervention took place whereby a 32mm cook device was placed. On (B)(6) 2018 the patient¿s endoleak and chest pain had resolved.